Event description:
A report was received that the patient will undergo a revision procedure to replace the battery for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure to replace the battery for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was a non-bsn patient.

Manufacturer narrative:
Expiration date: ni.